Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx curved transobturator mid-urethral sling system during a procedure on (B)(6) 2006. According to the complainant, post-procedure, the patient experienced urinary problems, pelvic and abdomen pain, dyspareunia, bleeding, urinary tract infection, stress urinary incontinence, and vaginal vault prolapse (specifics unknown). All other information is unknown.